Manufacturer narrative:
The medtronic compliant handling team received this information via e-mail regarding a complaint from a social media medium. Link below: (B)(6).

Event description:
Upon review of social media a short video was noted showing what it appears to be an endurant stent graft implanted with endoanchors. The video showed the presence of a type ia endoleak. The twitter complaint was in response to a medtronic apv twitter post for the "1st off-the-shelf FDA-approved endovascular solution for aortic necks less than 10mm¿. No other information could be obtained.

Manufacturer narrative:
Films review summary: the exact cause and type of endoleak could not be determined from the short video returned. Other than an approximate neck diameter of 31mm, the patients anatomy is unknown, and CT¿s or additional films were not available for a more complete assessment. This appears most likely to have been a proximal type I endoleak, possibly caused by lack of a proximal seal due to disease progression (n eck dilatation) and/or implanting within a short neck. It is unclear if the bifurcate had migrated. Potential proximal neck calcification and unknown angulation in the a-p plane, which could not be assessed in the video provided, may have also contributed to proximal type I endoleak. If information is provided in the future, a supplemental report will be issued.